Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was unable to fire. They opened a new handle but the reload would still not fire. They opened new reload and it fired.